Manufacturer narrative:
A maquet field service technician (fst) evaluated the device. The plastic sleeve securing the light head to the spring arm was cracked, which can allow the retaining pin to move out of position, enabling the reported event. The fst removed the spring arm and the lamp head from service. The hanaulux 2000 series operating manual mentions that the products are to be inspected by the operator every six months with attention to cracks in plastic parts.

Event description:
The customer reported that a cupola detached from its spring arm and fell onto a shelf during the night. There was no patient involvement and no injuries were reported. (B)(4).